Manufacturer narrative:
Unfortunately the sample used during this reported incident was not available for evaluation it was disposed of by the end-user; therefore the failure mode could not be confirmed at this time. The device history record was reviewed for the reported lot number and no issues related to the reported failure mode were found. The product was manufactured, inspected, and released in accordance with carefusion/(B)(4) internal procedures. The needle is not manufactured by carefusion/(B)(4), this is a supplied component. Carefusion/(B)(4) will continue to do incoming inspections to this product per policy. A supplier corrective action request has been initiated to further investigate into this reported failure mode. Carefusion/(B)(4) will continue to work with the supplier to determine a root cause for this customers report.

Manufacturer narrative:
(B)(4). Carefusion has been notified by the customer that the suspect device/component is not available for evaluation. It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with device. Customer advocacy is still waiting for additional information regarding reported issue. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
The customer reported "we are having major issues with the needle falling off in the patients arm". Customer states there were no injuries. The needle disconnected from the hub customer stated the needle was removed manually from the patient and the patient did not require any additional first aid.